Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) was at 109 mg/dl.

Manufacturer narrative:
The device was received in the fully deployed positioned with the pink slide insert visible in the viewing window. The downloaded data shows the device completed first and second priming sequences and then was deactivated. The downloaded data does not show any timeouts or drive stalls. The device was reset to the not deployed position and rotation of the ratchet gear deployed the needle mechanism assembly as intended. The exact cause of the needle mechanism failure could not be conclusively determined.